Manufacturer narrative:
Updated; device evaluated by MFR., method codes, result codes, conclusion codes. Device evaluated by manufacturer. The device was returned for analysis. Visual examination of the device noted that the gauge needle was reading 0atm and there was media in the flexcil line. Functional testing was done using a bsc stopcock. The device locking mechanism test observed that the needle would show an increase in pressure; however when pressure was released, the needle returned to 25atm. The device passed the gauge accuracy test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that gauge inaccuracy issue occurred. A 26 encore balloon catheter inflation device was selected for use. During procedure, the pressure became unable to elevate at about 16 atmospheres. The physician deflated the balloon; however, the pressure was still unable to raise at all. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that gauge inaccuracy issue occurred. A 26 encore balloon catheter inflation device was selected for use. During procedure, the pressure became unable to elevate at about 16 atmospheres. The physician deflated the balloon; however, the pressure was still unable to raise at all. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good.